Event description:
Reporter is consumer who states that their sidekick meter is reading "30 to 60 points" higher than her one touch ultra. She contacted the MFR re: the discrepancy and was told "you shouldn't compare machines." Her sidekick is a very nice monitor that was with a vial of strips that's convenient and fits in her purse. She gets the device through her drug plan via mail away.